Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: nail locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: event description: study ID: depuy - dst202103 subject ID: 00720-007 clinical adverse event received for dvt event is probably related to the device and not related to the date of event: 04-apr-2024 date of implant: 13-jan-2024 device location: left distal femur treatment: oral/topical medication depuy synthes products used (lot numbers not provided): qty (B)(4) rfna (04.233.442s (retrograde femoral nail advanced: 14mm: length 420mm) qty (B)(4) washer (02.233.101s (locking attachment washer: left)) qty (B)(4) end cap (04.233.000s (end cap for rfna: 0 mm)) qty 5 locking screws (product number not provided) outcome: recovering/resolving study ID: depuy - dst202103 subject ID: 00720-007 clinical adverse event received for dvt event is probably related to the device and not related to procedure. Date of event: 04-apr-2024 date of implant: (B)(6) 2024 device location: left distal femur treatment: oral/topical medication depuy synthes products used (lot numbers not provided): qty (B)(4) rfna (04.233.442s (retrograde femoral nail advanced: 14mm: length 420mm) qty (B)(4) washer (02.233.101s (locking attachment washer: left)) qty (B)(4) end cap (04.233.000s (end cap for rfna: 0 mm)) qty (B)(4) locking screws (product number not provided) outcome: recovering/resolving this report is for one (1) unk - screws: nail locking this is report 6 of 8 for complaint (B)(4).